Event description:
Procedure type: lower anterior resection. According to the reporter: the patient had a bmi of 40 and there was a lot of torque put on the trocar as the colon was being resected. As the specimen was being removed, the seal came apart from the cannula. A new trocar was used to complete the case. There was no abnormality to the tissue. Nothing fell into the cavity, there was no additional bleeding, no tissue damage. Neither the operative time nor the incision size were extended. There was no patient injury reported.

Manufacturer narrative:
(B)(4).